Event description:
This 60 year old female had augmentation mammoplasty with silicone implants in 1972. Since that time, she has symptoms of loss of sensation in breast, capsular contrations, inflamatory arthritis, spastic colon, ulcers, and fibromyalgias. She has chosen to have ,the implants removed in hopes of improvement in her symptoms. The manufacturer of the explanted implants is unknown to this reporting facility. The manufacturer of the explanted implants is unknown to this reporting facility. The left implant was ruptured, possibly during dissection. The right intact implant appears to have a irregular area of teflon-like mesh material to which the capsule is densely adherent. The capsule cannot be removed from the implant. Both capsules show fibrosis and calcificationinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.